Manufacturer narrative:
Clinical innovations is currently working on gathering additional information on this incident and patient outcome. A follow-up report will be sent if any new information is received.

Event description:
Doctor applied kiwi vacuum cephalically to fetus in distress, kiwi vacuum suction increased to appropriate level and kiwi vacuum literally "fell" off fetal head. This was not a pop-off since no traction was applied. A second kiwi vacuum was opened and applied with the same outcome. Infant was ultimately delivered by forceps. This infant required advanced resuscitation measures and eventually was transferred to a tertiary care center for treatment.